Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator stopped working. The procedure was reportedly being completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was completed with bipolar energy of the integrated electrosurgical unit (iesu/erbe).

Manufacturer narrative:
The e-100 generator has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. This unit was installed onto a test system and failed testing. The power led turned red, and the bipolar energy led did not turn on. Cutting/sealing could not be performed.

Event description:
Refer to h10/h11 for follow-up information.